Event description:
The customer reported the ventilator was alarming while in use. Upon evaluation of the ventilator after use,the hospital biomed reported that the ventilator failed the extended self testing (est). Evaluation of the reported problem by the respironics service technician found the safety valve was not functioning properly. The ventilator was not in use at the time of the reported problem, and there was no patient harm reported while ventilator was in use.